Event description:
Customer reported via phone call that the insulin pump alarmed at night to check blood glucose readings. Customer stated that they were unable to clear the alarm or get the insulin pump to work. Customer attempted to replace the batteries, however it was still not working. Customer stated that the act button was not working. Customer did not recall any significant events leading to the keypad issue. Customer's blood glucose reading at the time of the call was 288 mg/dl. Advised customer the device will be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.